Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 mitral regurgitation (mr) for a mitraclip procedure. During the procedure a mitraclip xtw was successfully implanted. The procedure was discontinued; the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, a transthoracic echocardiogram (tte) was preformed where it was visualized that a single leaflet detachment (slda) occurred and the clip had detached from the posterior leaflet. The mr returned to grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported recurrent mitral regurgitation was a cascading effect of the slda. Mitral regurgitation (mr) is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.